Manufacturer narrative:
The insulin pump passed the displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The insulin pump date and time was monitored and functioned properly. The insulin pump was programmed with multiple bolus deliveries and monitored. All boluses delivered completely their indicated amounts and were properly recorded in the bolus history screen. The insulin pump was received with a cracked reservoir tube lip.

Event description:
Customer called to report the insulin pump did not record bolus in the history file correctly. Blood glucose reading was 166 mg/dl. Troubleshooting was performed. Verified inaccurate bolus history on the insulin pump. Found that the time on the insulin pump was off by 12 hours. Advised that the time difference could have caused the issue. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.